Manufacturer narrative:
(B)(4). N/a other remarks: n/a corrected data: n/a.

Event description:
It was reported that "rn called to state the patient was down in CT scan and they have 80% of battery, pump is plugged into the bed, and it turned off and they were unable to restart therapy which prompted them to exchange the iabp console for another". No patient harm or injury. The patient status is reported as "fine".